Manufacturer narrative:
Event date is estimated. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer report number: 3006705815-2022-15679, 3006705815-2022-15680. It was reported that patient experienced high impedances and their system would not go into MRI mode. Surgical intervention was undertaken and the system was explanted.